Event description:
A patient's wife called to report event began with her husband experiencing bloodshot eyes and swelling approximately two weeks after beginning use of renu multiplus multi-purpose solution. After a couple of weeks, symptoms became worse and he sought treatment by hcp who then referred him to an ophthalmologist. Subsequently, medical documentation received. In 2006 (only documented visit), patient was seen by an ophthalmologist and diagnosed with a stye of the right upper lid with pre-septal cellulitis. Patient was prescribed augmentin, zymar and erythromycin. Several attempts were made to obtain medical information from initial hcp provider without success.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.